Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50+ mm diameter abdominal aortic aneurysm. The aortic neck was 5mm in length and 19mm in diameter with 20 degree angulation. There was mild vessel tortuousity. It was reported that the 25mm endurant bifurcate was placed just distal to the left renal artery. The contralateral gate was cannulated, the hypogastric was identified and the contralateral limb was extended into the left common femoral artery with a 16x10x93 endurant limb. The ipsilateral limb was deployed and the main body delivery system was removed without issue and replaced with an 18fr sheath. An angiogram though the right common femoral 18fr sheath was preformed and the right hypogastric was identified andthe ipsilateral limb was extended with a 16x13x93 endurant limb. A 28mm aptus guide was advanced to the proximal fabric edge of the main body and one endoanchor was placed. The physician found the 28mm aptus guide was difficult to manipulate and replaced the 28mm aptus guide with a 22mm aptus guide. The guide was unable to get into position due to the length of the guide's throw. A total of 6 endoanchors were placed in the proximal edge of the main body with no issue. The aptus guide and applier were removed and replaced with reliant balloon, a second reliant balloon was placed though the left 14fr sheath. The proximal edge, overlaps, and the limbs were ballooned with the reliant. The left reliant balloon was removed and replaced with the marker catheter. A post stent graft angiogram was performed and showed large type 1a endoleak. The physician placed the reliant balloon at the proximal fabric edge and inflated the balloon for 3-4 minutes. Another angiogram was performed revealing the type 1a endoleak has greatly reduced. The physician decided to end the procedure leaving the type 1a endoleak and bring the patient back to follow up with options. Per the physician, the cause of the event was anatomy related (hostile proximal neck). No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Films review summary: the exact cause of the proximal type I endoleak seen post-implant and after endoanchors were implanted, and the reported heli-fx guide manipulation issues, could not be determined from the pre-implant films provided. Images during implant were not available and assessment of the reported events could not be performed, and post-implant CT¿s were not returned. In addition, the pre-implant CT¿s returned were non-contrast; therefore, the measurements were approximate and no assessment of vessel patency/thrombus could be performed. The neck diameter/length could not be verified, but the neck appeared to be <(> <<)>(> <(><<)><(><<)>)>10mm in length and <(><<)>(><(><<)><(><<)>)>20mm in diameter, and contained significant calcification especially along the posterior aortic wall. It is possible that the patient¿s short and calcified proximal neck may have contributed to the events. If information is provided in the future, a supplemental report will be issued.